Manufacturer narrative:
Patient's identifier, weight, date of event, implant and explant dates were not provided. If the requested information becomes available, a supplementary report will be submitted. Lot and part information are unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), claim form received with missing information contacted with customer for additional information.